Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during sixth inflation at 15 atmospheres for 55 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor serious injury were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 8mm from the tip. There is blood present in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. There is no indication the device was inflated over rated burst pressure (rbp). Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during sixth inflation at 15 atmospheres for 55 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor serious injury were reported.